Event description:
It was reported that the patient experienced seven infusion sets tubing leakage event at the site which led to hyperglycemia and got treated with correction bolus via pump on (B)(6) 2026.

Manufacturer narrative:
MDR initial 5 of 7. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.